Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the tap was returned for evaluation. Visual and optical examination confirmed the tap was cracked in multiple locations and splayed. The cracks are approximately 1 - 2 mm in length. The splay or trumpeting effect is indicative of off-axis use.

Event description:
It was reported that "the tip of the tapper was gap as circle". Although the instrument was used intraoperatively, no patient complications were reported.